Event description:
It was reported that the pt was revised due to pain and lack of motion. X-rays indicated implant radiolucencies. The tibial component had no cement attached to it when removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.